Manufacturer narrative:
Please refer to the attached report.

Event description:
The subject device was implanted on (B)(6) 2012. During a follow-up on (B)(6) 2015, a voltage of 2.7 v, close to rrt, was observed. On (B)(6) 2015, the subject device was replaced and should be returned for analysis.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject device was implanted on (B)(6) 2012. During a follow-up on (B)(6) 2015, a voltage of 2.7 v, close to rrt, was observed. On (B)(6) 2015, the subject device was replaced and should be returned for analysis.